Event description:
It was reported that an ilet bionic pancreas presented with a recurring alert 65 after multiple restarts and the audio alarm was not audible, for which the user switched to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with the speaker/sounder that resulted in an inaudible alarm. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.